Event description:
It was reported the programmer failed to boot. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Device powers up with an error and "remove object touching screen" message. Five software errors were logged on the hard drive. An adaptor found out of electrical specification.